Event description:
According to the reporter: part of white plastic tip fragmented off into the wound when introduced. The faculty instrument was not kept - instead they gave me the remaining items with the same batch number. A new instrument was used to complete the procedure. No patient injury was reported. No additional information was available at this time.